Manufacturer narrative:
(B)(4). Date sent: 04/18/2025. B3: date of event corrected. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 1/21/2025. D4 batch #612c33. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one cecr45w reload was received unfired and with damage on reload deck. Seven staples were noted to be missing along the staple line, these staples will not create a fluid path. No functional test will be carried out due to the condition of the returned reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. No conclusion could be reached on what may have caused the missing staples. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 612c33, and no non-conformances were identified. A manufacturing record evaluation was performed for the device lot e23110023, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic lobectomy surgery, before firing and noted that some staples protruding. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.